Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, when purging the peelable needle, a red/orange dye came out while preparing the device. Additional information was provided jan-13-2026: there was no damage to the patient - the catheter was inserted in the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of red dye in the device is inconclusive due to the state of the returned sample. One photograph was returned for evaluation. An initial visual observation of the photograph showed what appeared to be red and clear liquid droplets beading on an open drape. While liquid droplets could be seen in the returned photograph, no details of the implicated device could be observed. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received on 27-feb-2026 with regard to the catheter, when the purging of the purple line of the catheter was done, there was evidence of light red dye coming out, clarifying that it was only in that route, it was washed with saline solution to corroborate that there was no more dye coming.